Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, an evaluation of the device, review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. An olympus field service engineer (fse) was dispatched to service the device. The lid was replaced due to physical stress on the part. The equipment was repaired and verified according to the original equipment manufacturer's instructions. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be determined. It is possible the user contacted the lid to a hard object. It is also possible the event occurred due to aging and deterioration. The IFU contains the following statements that may help detect the cracked lid: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer was dispatched to the facility to service the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that during preventative maintenance of an endoscope reprocessor, the lid was found to be cracked and needed to be replaced. The device was used while it had a cracked lid. There was no leaking associated with this event. The contact further reported that it is unknown if the device is inspected before use, no sensors went off, the last in-service was in 2020, and that the lid was replaced and is now in working order. The customer reported there were no patient infections or scopes with positive cultures as a result of this event.